Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vision loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported they had a xen 45 gel stent implanted in their right eye and reported they experienced a terrible reaction. Patient stated they experienced swelling, inflammation, and he is unable to function normally due to the right eye. Patient stated the eye "stings, burns, and oozes" and his "eye lids puff up, lower lid greater than upper lid" the patient's doctor treated the inflammation for two weeks with ophthalmic corticosteroids and their eye improved. After discontinuation of the eye gtts, the irritation worsened. Per the consumer, their doctor does not know why the consumer is having problems with his right eye. Further information was received noting they are "still suffering with occasional pain and burning sensation, crusting on the lower eyelid, thick seepage nearly every day and some visual loss. Patient noted device remains implanted and stated "my surgeon just shrugs his shoulders and claims "everything looks fine."